Event description:
A customer contacted a baxter technical service representative (tsr) reporting an alarm on the home patient's (hp) homechoice (hc) during drain 1. The caregiver (cg) stated that the hp's patient extension line became disconnected and the fluid drained out of the hp. The tsr assisted the cg to end the therapy and informed the cg to contact and inform the nurse. The hc is operational. Per initial report, baxter's technical service center assisted the customer in evaluating and resolving the alarm during the initial contact. There was patient involvement. No patient injury or medical intervention was indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The complaint for connection issue was not confirmed and the cause was undetermined. The lot number was not provided, so a batch review could not be performed.